Event description:
The customer reported that on boot up, the system comes up with file system corrupted message and they could not get past the error. The error message prevented the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was reloaded. The system was then found to be operating as intended.